Event description:
Reporter called on behalf of her husband who was getting the er1 message. Reporter could not recall specific date but she did remember the last time and her husband subsequently retesting successfully.